Event description:
Litigation alleges patient experienced severe pain, discomfort, and difficulty walking and sleeping.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
There is no new allegation reported. Added age, lawyer in associated contact, updated product details in ips, manufactured and expiration date. Corrected date of implant based on sticker sheet.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records for lot codes 2646055 and 2528661 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.